Manufacturer narrative:
The reason for this revision surgery was a result poly wear to the knee prosthesis after 2 year of patient use. This is the second revision to this patient. The previous revision occurred on (B)(6) 2012. (Refer to: (B)(4)). There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 53919960. A total of (B)(4) complaints have been submitted against this part number. This is the only complaint for poly wear with the remainder resulting from infection and stability issues. No information was reported that would describe or gave the root cause to the origin of the wear other than normal activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the poly becoming worn; the insert and patella were replaced.